Event description:
It was reported that there was oversensing on the pace/sense portion of the right ventricular lead. The pace/sense portion of the lead was capped and replace. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6940, implantable tachy lead, (B)(6) 2000. (B)(4).